Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hangs at 0 seconds after switching it on. Review of the system log file showed that a communication error had occurred between the flexvision pc and the tsm services. The flexvision pc had malfunctioned and failed. The fse replaced the flexvision pc, hard drive and installed the software after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not power on. The system was not in clinical use when this occurred. There was no report of harm.